Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when they expired. Per the pdrn, the patient¿s cause of death was a cardiac arrest due to several cardiac comorbid conditions. However, despite the temporal relationship, the pdrn indicated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient expired while connected to their liberty select cycler. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home due to a cardiac arrest while undergoing continuous cyclic pd (ccpd) therapy. The patient was discovered by their point of contact (poc) when they arrived to assist with the morning disconnection. The poc reportedly found the patient passed away peacefully in their sleep with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2025 to (B)(6) 2025 indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services (ems) who confirmed the patient¿s passing in the home and transported the patient to the morgue. The pdrn stated the primary cause of death was cardiac arrest secondary to their extensive cardiac comorbid conditions (e.g., hypertension, diabetes mellitus type 2, atherosclerosis). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient expired while connected to their liberty select cycler. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home due to a cardiac arrest while undergoing continuous cyclic pd (ccpd) therapy. The patient was discovered by their point of contact (poc) when they arrived to assist with the morning disconnection. The poc reportedly found the patient passed away peacefully in their sleep with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2025 to (B)(6) 2025 indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services (ems) who confirmed the patient¿s passing in the home and transported the patient to the morgue. The pdrn stated the primary cause of death was cardiac arrest secondary to their extensive cardiac comorbid conditions (e.g., hypertension, diabetes mellitus type 2, atherosclerosis). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment (with reduced dwell times) was performed on the cycler and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.